Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of readings outside the acceptable range and calibration failure was confirmed during laboratory testing. Mechanical damage to the pump module platen was identified, impacting performance. The external inspection of the suspect pump module identified a cracked platen. Internal inspection revealed no additional anomalies, and the bezel assembly date code was noted as jul2024 (not recall affected). All inspected components were confirmed to be manufactured by bd. Testing was performed using alaris system maintenance (asm) software version 12.3.0. The initial rate accuracy task failed with an actual error of -25.7500%, and the vpmr (volume per mechanism revolution) was measured at 178.3 l, which is within the acceptable range (153.9 l¿188.1 l) but near the upper limit. A subsequent rate calibration task also failed, with a new vpmr of 131.9 l, outside the acceptable range, and the software indicated ¿the pump must be repaired¿. After temporarily replacing the platen with a dchu known good component for testing purposes only, a rate calibration was repeated, resulting in a vpmr of 170.9 l and a rate accuracy error of (B)(4), meeting specifications. A full preventive maintenance task was then performed, and all tasks passed successfully. The event and error logs from the suspect pump module were retrieved to determine the details of the reported event. No errors were found in the error log that could have contributed to the condition. The associated pcu or its logs were not provided to bd; therefore, it was not possible to identify the drug programming. The pump module event log only has limited infusion details such as the rate, volume to be infused (vtbi), and alarm events. The event log showed no activity on the reported date (10oct2025). The last activity occurred on 04nov2025, when the unit was powered on and off within the same minute. The last recorded infusion took place on (B)(6) 2025 at a rate of 200ml/hr and a vtbi of 100ml, completing at 3:14 pm before entering kvo mode and powering off at 3:15 pm. According to the bd alaris¿ system user manual (v12.1.2), devices that appear to be damaged must not be used and should be sent to biomedical engineering for repair. Regular inspections are essential to prevent damaged devices from being returned to patient use, as using such equipment could result in patient harm. Additionally, only qualified personnel using proper grounding techniques should open the device cases to ensure safety and proper handling. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had device providing readings outside of acceptable range. Could not calibrate device. There was no patient involvement.